Event description:
Last night was a very bad experience. My son has been using a bedwetting alarm for several weeks with no results. We switched form the urifoon alarm to the malem alarm. The malem alarm has been nothing short of a major disappointment for us. It is used as was described in the user manual, however, there was a major side effect of the alarm. Connections were made between the alarm and the sensor, and the sensor was attached on her underwear. She went to sleep and an hour later, the alarm was beeping when I checked on her. She had not wet her bed or had woken up. When I checked, I noticed a bad smell of something burning. I noticed that the alarm was stinking and was hot. I quickly removed it and checked my daughter for injuries. She has a blister on her neck from the alarm. Other than that, she is fine. But the alarm is the scary part. It is so hot that I could not remove the batteries. Removing the sensor did not help. The batteries eventually discharged and it cooled down. I have checked the inside of the alarm and the battery leak has spread all inside the alarm making it useless. We had a scare from a hot alarm that malfunctioned when used normally.